Event description:
Customer reports family member received a false positive result on 17-jun-2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22863j, reader sn (B)(4). A repeat cue test performed on the same day provided a negative result. Customer tested negative on (B)(6) 2022 with an unspecified rapid antigen test and on (B)(6) 2022 with an unspecified sars-cov-2 pcr test.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.